Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) turned off by itself. The battery was replaced, however the same issue occurred. The epg was returned for repair. There was no patient involvement. The event occurred the week of (B)(6) 2012.

Event description:
It was reported that the external pulse generator (epg) turned off by itself. The battery was replaced, however the same issue occurred. The epg was returned for repair. There was no patient involvement. The event occurred the week of (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).